Event description:
Information was received indicating that a smiths medical cassette was noted in an over infusion issue. A 100ml cassette was used and after 6 hours, there should be 54.4 ml duopa left in cassette but the cassette was completely empty. The patient was having hallucinations and delusions. It was additionally noted that the patient has a rem disorder and was trying to nap but could not with no duopa being infused. When putting in a new cassette, the patient was able to sleep. When previously using a cassettes with a different lot number, the cassettes were running for about 15-16 hours. After switching to this newer lot number a few weeks ago, and the cassettes were getting empty after 6-7 hours. There were no further adverse events noted.